Manufacturer narrative:
At this time, the explanted portion of the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure to replace another manufacturer's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, this right ventricular (rv) lead was noted to be entwined with a mesh pouch in the pocket. The patient was noted to have chronic systolic heart failure due to a history of non-ischemic cardiomyopathy, ventricular arrhythmias and complete heart block. The lead was successfully untangled from the pouch and the pouch was removed. The muscle bed was then observed to have a lot of oozing and attention was diverted to achieving hemostasis. Another manufacturer's magnetic resonance imaging (MRI) compatible implantable cardioverter defibrillator (ICD) system was implanted and this lead was not MRI compatible and therefore, was explanted. During explant of the lead, the lead tip was noted to be densely embedded in the myocardium and unable to be removed. The rest of the lead was explanted, however, the lead tip remains abandoned in the patient. No additional adverse patient effects were reported.